Event description:
It was reported that a pt was possibly having an issue with their pump. It was noted that the pt's physician recommended a CT scan with myelgram, however, the pt was hesitant to have the test done because she was prescribed coumadin. No further information was provided at the time of this report. Additional information will be provided in a follow up report as it becomes available.

Manufacturer narrative:
(B)(4).